Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation, the root cause was unable to be determined as to why the foreign material remained at the forceps elevator. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Based on the results of the investigation, it is likely that the liquid inside the light guide (lg)-lens remained due to humidity invaded the lg-lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during the self-cleaning program in the endothermo disinfector, the duodenovideoscope lens was cloudy. During the evaluation, the following reportable issue was found that the distal end and light guide lens had foreign materials. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the following: the forceps channel port was dented, there was corrosion on the universal cord holder (uc) and control unit due to water leakage; all of the switches do not work, due to corrosion on switch flexed printed circuit; the image had shadows, due to damage charged coupled device (ccd) unit; the forceps skipped or swayed on the upper half of the endoscopic image, due to the fray of the knob wire (k-wire); and the distal end had residual liquid. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.